Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have returned to the manufacturer for evaluation. No parts have been returned to the manufacturer.

Event description:
A site representative reported that outside of a case, the mobile view station (mvs) on the imaging system was not holding a charge. The mvs turns off 10 seconds after removing the power supply. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) has not been received by the manufacturer for evaluation.